Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was displaying an error 5 message. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the meter issue began nighttime of (B)(6) 2018. The patient stated that she manages her diabetes with oral medication, diet and exercise, and that she made no changes to her normal diabetes management regimen, in response to the alleged error message. The patient stated that 3 days after the meter issue began she developed symptoms of ¿blurry vision¿. In response to the alleged symptoms, the patient stated, she was treated, by a health care professional with ¿100 units of protamina¿ during troubleshooting the csr noted this was not the first time the product was being used, and the patient described incorrect testing steps. Csr noted that the test strips had been stored correctly and were within their expiry date. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.